Manufacturer narrative:
Therapy date is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-11246, 1627487-2019-11249, 1627487-2019-11250, and 1627487-2019-11253. It was reported that the patient was not getting adequate therapy. Diagnostic revealed high impedance on the leads. Reprogramming was attempted without success. As a result the leads and ipg were explanted and replaced on (B)(6) 2019. Two l1 leads were noted to have fractures. The patient has effective therapy post operatively.